Manufacturer narrative:
Medical device expiration date: this product does not have an expiration date. Results: it is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger rod of the bd insulin syringe with the bd ultra-fine¿ needle 1ml 31g (6mm) came out of the syringe when drawing insulin. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: on 17oct2017, (B)(4) received one (1) 1ml, 6mm, 31g relion syringe in any opened polygbag from batch# 6312687. All samples were decontaminated (B)(4) prior to evaluation. Upon evaluation by (B)(4), it was noted that the sample was received with the plunger rod disassembled from the stopper. With little effort, the plunger rod reattached to the stopper and cycle testing was able to be performed successfully without further disengagement of the stopper from the assembly. The plunger rod tip was examined, as was the interior of the stopper and no molding related abnormalities were noted at this time. A review of the device history record was completed for batch# 6312687. All inspections were performed per the applicable operations qc specifications. Probable root cause appears to be likely that too much force was abruptly applied when attempting to pull on the plunger rod. In instances such as these, even the most ideal of marriages between the plunger rod and stopper can be disassembled with sharp or abrupt force by the end user.